Event description:
On (B)(6) 2014, the patient contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) of 57 mg/dl with unsteadiness when standing and walking and a headache. Reportedly, the patient remained on the insulin pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the patient had overridden the dosage recommend by the bolus calculator and did not respond to an alarm in a timely manner. Also during troubleshooting, it was revealed that the basal and bolus totals matched the patient¿s programmed settings and that all were recorded as programmed. The patient was able to deliver one unit via air bolus while on the phone with cts which was recorded correctly in the pump¿s history. This complaint is being reported because the patient allegedly experienced hypoglycemia related to use error while using the insulin pump.

Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/19/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/30/2015 with the following findings: the black box data from the time of the alleged incident was overwritten due to continued pump use. A review of the available pump histories did not find any errors, alarms, or warnings associated with the complaint. A review of the available total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. An ezbg and ezcarb bolus were manually calculated; the pump¿s bolus calculation feature accurately matched the manual calculations. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.